Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: black box shows no evidence of short battery life, several ¿cs128¿ alarm due a discharged replace battery use are observed. The battery compartment is cracked at the case seal. ¿ez-prime¿ steps were performed correctly, all currents draws are above specifications. ¿short battery life¿ complaint is duplicated. Evidence of moisture is observed in the battery canister, leak test failed due a display lens leak, the pump¿s cover was removed, further moisture corrosion was found to the pcb on the rf transceiver board and the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).